Manufacturer narrative:
The albumin reagent lot number was 883906 with an expiration date of 28-feb-2027. The qc was within the assigned ranges on the day of the event. The alarm trace showed sample probe alarms. The maintenance was last performed in jul-2025. The lamp and cuvettes were replaced on 01-sep-2025. The field service engineer (fse) found that the vacuum path from the vacuum bottles to the solenoid valve was heavily soiled. He flushed the vacuum path. He also replaced and readjusted the sample needle as a preventive action. The fse performed a mechanical check and observed that a small droplet flew off sideways to the left from the rinse nozzle. He flushed all rinse hoses and checked the fill levels, and observed that the cuvettes were filled correctly. He then performed qc with successful results. The service actions performed by the fse resolved the issue. The root cause was consistent with a sample probe issue (contamination and/or misalignment).

Event description:
We received an allegation about discrepant results for 1 patient sample tested with tina-quant albumin gen.2 assay on a cobas c 503 analytical unit. Initial result: 12.4 g/l. The customer questioned the initial result and repeated the sample on a different cobas c 503 analytical unit. Repeat result: 46.4 g/l. The repeat result was deemed to be correct. No questionable result was reported outside the laboratory.